Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was broken at the battery compartment and it was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using an original battery cap and a new battery. Unit powered up properly after battery installation. Unit passed the following tests: active current measurement, sleep current measurement, and self test. Unit was downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant alarms recorded in download history that may confirm customer's concern.unit was cut open to perform a visual inspection of connectors and electronic assemblies. Moisture damage noted on keypad flex connector gold traces. Isolate to electronic assembly.the following cosmetic damages were also noted: cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, and keypad overlay texture damage. In summary, customer concern for blank display not confirmed. Unit passed all tests properly and within spec. No unexpected blank display noted during testing. Customer concern for cosmetic damage at battery compartment confirmed. However, moisture damage on keypad flex connector gold traces noted. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.